Event description:
Contact stated there passing pins had broken in surgery. Contact stated the surgeons technique had clearly caused the breakage. Surgeon is dropping his hands, hense bending the pint. Then he is trying to drill over the bent pin, causing the drill to cut the pin in two.